Event description:
It was reported that during a laparoscopic cholecystectomy, the device was used to clip off the vessel and the jaws locked. The device was cut off the vessel by using another device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 04/13/2009. Information anticipated, but unavailable at this time.